Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module housing being cracked was confirmed via analysis of the returned unit. The returned power module (serial number: (B)(6) was visually inspected by service depot and during inspection it was revealed that the top and bottom housing were broken near the front panel. The customer was provided a repair quote and a purchase order; however, the customer declined to repair the unit, therefore, no further testing was performed. The power module was returned to the customer site in an unrepaired state. The root cause of the reported event could not be conclusively determined through this analysis. It was also observed that the portion of the streamline cable that connects to the backup battery was missing. The device history records were reviewed and the records revealed that the heartmate power module, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 14jun2021. The power module instructions for use (rev. B) section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The patient handbook (rev. D) and the instructions for use caution (rev. C) the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module had a cracked case. It was noted that the unit would be sent back to repair.